Event description:
It was reported, the pump was replaced due to normal battery depletion. Device interrogation revealed pump eri 7 months. No patient symptoms reported. The outcome was noted as resolved without sequelae (B)(6) 2013. The pump was used to deliver dilaudid, clonidine, bupivacaine. The pump was used to deliver dilaudid, clonidine, bupivacaine. Additional information later reported a catheter access port (cap) contrast study done (B)(6) 2013 revealed unable to aspirate csf, high pressure upon attempting to inject. Intervention included device surgical revision, the intrathecal portion tied off and left in. Etiology indicated possibly related to device or therapy.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).